Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during use and could only be restarted by removing the battery or holding the power button for several seconds. The programmer is expected to be returned. No patient complications have been reported as a result of this event.